Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to a computer with precision link software. Customer and retailers have been notified through the letter.

Event description:
A customer reported their freestyle flash blood glucose meter was not retaining the date and time. It was then additionally identified by adc customer service, that the customer was a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.